Manufacturer narrative:
On december 12, 2025, the prescribing physician reported that the patient did not sustain any injuries as a result of the fall and was not hospitalized. Optune gio therapy had been temporarily discontinued; however, therapy had resumed at the time of the report. According to the prescriber, the event was not related to optune gio therapy.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 51-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2023. On (B)(6) 2025, the patient informed novocure that on the previous day she had fallen down the stairs while on optune gio therapy and sustained a scalp laceration requiring sutures. The patient temporarily discontinued optune gio therapy. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.